Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had vertical lines on the monitor. The fse noted the system would no longer boot up and the debug monitor showed a fatal frame sync error. There is no report of pt injury or death.